Manufacturer narrative:
Additional information can be found in the following sections: PMA/510k, if follow-up, what type, and additional information. Intuitive has not received the received the blue stapler 45 reload; however, the stapler 45 instrument instrument associated with this complaint received and completed investigations. Intuitive has received the part associated with this complaint and completed investigations. Failure analysis investigations confirmed; however, did not replicate the customer reported complaint. Error code 22030 was produced by the instrument. The reload was stuck in the grips and could not be removed. The instrument was found to have a firing failure based on log review. There were 2 complete clamps and 6 incomplete clamps. The instrument was found to have a broken grip cable at the proximal end in the housing. As a result, the grips will not open/close. It was confirmed that stapler release key (srk) was unable to manually unclamp the jaws. During srk use in hole 2, the srk would turn, but there was no corresponding output motion of the clamp cardan, suggesting clamp gear train in backend was not properly engaging. Instrument was disassembled to find a broken pin from the housing lodged between the clamp lifter arm and the main tower. Lodged pin prevents forward motion of lifter arm, resulting in clamp idler gear not engaging with the rest of the clamp drivetrain. Lodged housing pin was the cause of the srk not functioning properly. More than one pin was broken off. Potential cause of broken pins are mishandling/misuse, possibly from high impact force applied to housing (ex: dropping the instrument). Based on an evaluation of the stapler 45 instrument, there is no indication that a malfunction of the instrument occurred. This complaint still remains as a reportable complaint due to the following conclusion: it was reported that during the da vinci-assisted surgical procedure, the jaws of the stapler 45 instrument got stuck on tissue. In order to remove the instrument, the surgeon transected around the tissue and released the stuck stapler 45 instrument.

Event description:
Refer to additional information.

Manufacturer narrative:
On 15-may-2019, received a medwatch uf/importer report # (B)(4) stating that the "davinci xi stapler failed to emergency release could not be activated, failed to release patient tissue, surgery had to go open to remove instrument, forced a full thoracotomy." There is no additional information provided in medwatch uf/importer report # (B)(4).

Event description:
Refer to h10/h1 for additional information.

Manufacturer narrative:
Correction to the initial MDR: the primary product was changed to the stapler 45 instrument from the stapler45 reload blue. The stapler45 reload blue was returned to isi for evaluation and investigation has been completed. The reload was found to have completed fire. All of the stapler45 reload's pushers were pushed up completely during the firing process. The reload was found to have cartridge damage. Based on an evaluation of the stapler 45 reload blue, there is no indication that a malfunction of the accessory occurred. This complaint still remains as a reportable complaint due to the following conclusion: it was reported that during the da vinci-assisted surgical procedure, the jaws of the stapler 45 instrument got stuck on tissue. In order to remove the instrument, the surgeon transected around the tissue and released the stuck stapler 45 instrument.

Manufacturer narrative:
Isi has not received the endowrist stapler 45 instrument (part #470298-12, lot # t1811190009) or stapler 45 reload involved with the reported event. Therefore, the root cause of the customer reported failure mode cannot be determined at this time. Isi has attempted to contact the site to obtain additional information regarding the reported event. As of the date of this report, no new information has been obtained. If additional information is received, a follow-up MDR will be submitted. Logs for (B)(4) on (B)(6) 2019 show that the stapler 45 pn 470298-12, lot t10181119-0009 was the instrument that had two different failures. On its second install, this instrument had a partial fire with a blue reload (firing failed at 50% completion). The instrument was removed and then on its third install, it had a shifting failure, during the shift from fire to roll (this is during the homing process). A shifting failure normally causes a user facing message instructing the user to use the srk. However, in this instance, it appears the instrument was just removed and re-installed, as the next install happened 5 seconds after the shifting failure. The instrument completed the homing process and went on to fire one more blue reload. Roughly 4 mins after the last stapler event in the dsp logs, there is an e-stop button press recorded in the msc logs and shortly thereafter an error indicating the grip release tool was detected on the stapler instrument. This same sequence (e-stop followed by grip release tool detected) is repeated twice over a 7-8 minute time span. This complaint is being reported due to the following conclusion: it was reported that during the da vinci-assisted surgical procedure, the jaws of the stapler 45 instrument got stuck on tissue. In order to remove the instrument, the surgeon transected around the tissue and released the stuck stapler 45 instrument.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, the stapler 45 instrument jaws were stuck on the bronchus. As a result, the bronchus was cut around the stapler 45 instrument and the bronchus was manually sutured via thoracotomy. On 14-may-2019: intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) and obtained the following additional information regarding the reported event: the csr was not present during the procedure and stated that during the robotic procedure, the stapler 45 instrument was used for transecting the bronchus. The csr stated that the surgeon had fired the stapler 45 instrument with a blue stapler 45 reload installed. There was a 100% clamp; however, the stapler 45 instrument did not fire, and the jaws were stuck. The site used the stapler release key (srk) to release the instrument jaws; however, the issue persisted. As a result, the surgeon cut the bronchus around the stapler 45 instrument and manually sutured the bronchus via thoracotomy. The csr confirmed that the stapler 45 instrument had successful fires up until when the issue occurred. The following were confirmed: there was no video recording of the procedure, no obstruction or impediments, and there was no buttress material used. The section of the bronchus that was transected was not planned to be removed as a part of the surgical procedure.